Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device was within specification, deformation, and white particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no openings or issues related to the complaint of rupture were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.